Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as surgical damage. Anxiety-product/procedure: unable to observe, as it is not related to the device. Other-technical: observed, total separation on the plug strap assessed, as unidentified (tear) opening. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional, later reported, left side "plug strap separated".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and explant of textured implant due to the patient¿s concern of the product. Device has been explanted.